Event description:
Left arm graft placed in 2007, outside hdu facility reports that the patient has had localized reddened swelling, bruising at site prophylactic antibiotic given, condition now resolving. Previous hdu patient with gore graft without complications. No other changes in procedure changed. Trended data.